Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: (B) (4). The mean of the inratio meter and comparative system inr were calculated. Inratio value of test 1 falls outside the limits, so the criteria is not met and the values is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Inratio precision data provided by end-user lot: date: (B) (6) 2009, 1st inr = 1.9, 2nd inr = 1.5. Inratio meter, mean: 1.70, sd: 0.28, %cv: 16.64. Since 16.64% cv is less than 20%. Inratio meter results pass the criteria for precision. No further testing is required at this time. Inratio precision data provided by end-user lot: date: (B) (6) 2009. 1st inr = 1.6, 2nd inr = 1.3. Inratio meter: mean: 1.45, sd: 0.21, %cv: 14.63. Since 14.63% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Strip test on lot #216968 from a previous complaint revealed no discrepant results on returned and in-house meters. No further action is required. Customer results analyzed and accuracy confidence was not met, one result. Precision met criteria. Time elapse between result not indicated. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Meter was returned. In-house investigation; meter functional test passed. Meter memory does not register time period for data reported 9/09. Accuracy test performed with returned strip lot #220408, returned meter and accuracy met criteria. Previous strip test on lot #216968 from a previous complaint revealed accuracy met criteria. Product deficiency not established. No further action is required. As of 11/11/2009, 5 discrepant result complaints were reported for lot #216968 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. As of 11/11/2009, 6 discrepant result complaints were reported for lot #220408 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 1.6, lab: 1.1. Inratio: 1.9, lab: 1.1. Inratio: 1.5, lab: 1.1. Date: (B) (6) 2009, inratio: 1.6, lab: 2.1. Date: (B) (6) 2009, inratio: 1.3, lab: 2.1. (Caller also provided patient results from (B) (6) 2009).